Event description:
Reference number (B)(4). Event occurred in greece. It was reported that the patient faced an infusion set tubing detachement event on (B)(6) 2025. The tubing was detached from connector. Infusion set was used for one day. The insertion site was the belly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: greece.